Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a ¿leakage" of an unknown medication during an infusion. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.